Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted following global CAPA 450677 corrective action implemented for root cause 43.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit failed electrical test fail code 52.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had electrical test fails # 52 (drive transducer offset failure). No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
N/a.